Event description:
On (B)(6) 2025 a veryan sales specialist received information that the device fractured during deployment of the 7x150mm biomimics 3d (bm3d) stent system, further clarification was received from the site on the (B)(6) 2025 to clarify that it was a stent fracture.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available, it will be provided in a supplemental report.

Event description:
The complaint investigation was complete on 21-may-2025.

Manufacturer narrative:
Following cmp completion the event was categorised as stent elongation with a potential that a type 1 stent fracture may also be present. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Further information regarding the complaint procedure was not provided by the site despite the efforts made by veryan sales representatives to obtain information, it remains unknown whether a stent fracture has occurred. However, the single image provided by the site for investigation does display that the stent is elongated following its deployment. Therefore, given the information that is available, the investigation concludes that is a 'stent elongation' case. It should also be noted that based on the image received, there is potential that a type 1 stent fracture could be present. Angiographic images and/or additional information regarding the procedure would be required in order to make an adequate determination regarding the reported stent fracture. Insufficient information was made available in this case in order to determine a root cause. No details regarding the ancillary devices, procedural events and/or the patient anatomy were provided. Therefore, the sequence of events and the root cause of this complaint remains unknown. It could not be established if the complaint is related to a deficiency of the device. Section g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.6 and h.11. Were updated to reflect the conclusions of the investigation and reflected the sections changed in this report.